Event description:
It was reported the patient was not receiving effective stimulation coverage in his back as he once did. Subsequently, the patient underwent surgical intervention on (B)(6) 2015, where his lead was explanted and replaced. The patient also requested that his ipg be explanted and replaced with another model at that time. The patient's issue is now resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.